Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, after the physician threw the first mesh leg through the sacrospinous ligament and tried to advance the leg further, the dilator tube tore and the needle detached outside the patient. The physician removed the mesh leg from the ligament and completed the case with another pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.